Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2015 with the following findings: during a visual inspection of the pump, the display lens was confirmed to be scratched. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the bolus button was difficult to press. The bolus button cover was removed, and the internal slug was missing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the pump display lens was scratched. The reporter did not indicate whether the screen could be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).